Event description:
It was reported that an ilet displayed repeated unable to proceed alerts during restart, including during the rewind step, after the user removed all supplies and confirmed no foreign objects in the pump chamber, and this was associated with a device problem consistent with an occlusion or complete blockage involving the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified and the issue aligned with a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.